Event description:
It was reported that the patient was admitted for cardioversion. Upon review of the stored egms, it was found that the device was oversensing myopotentials. Isometrics to reproduce the noise as well as programming changes were recommended. Physician has elected to monitor the patient as this was an isolated incident. Patient was well after the event.

Manufacturer narrative:
(B)(4).